Manufacturer narrative:
For analyzer 1: the field applications specialist (fas) found dust on the analyzer's surfaces. The investigation determined the event was caused by uncentered syringe seals and a misadjusted measuring cell (mc) sipper. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue. For analyzer 2: the investigation confirmed that operator maintenance was overdue and incompletely performed. On the fas's service visit, he found dust on the analyzer's surfaces and growth in the outlet of the analyzer's rinse station. He also observed tempering of reagents before they were placed in the system and system reagents that were not dated. On the field service engineer's (fse) initial service visit, he inspected the analyzer and found contamination in the sample/reagent (s/r) pipetting rinse station; a mechanical test was successfully performed but the precision check failed. On the fse's follow-up service visit, he decontaminated the fluidic system, purged potential contaminants adjusted the probes, and verified the wash stations. He performed an instrument check with successful results. He performed a precision check and the results were verified. The customer performed qc with successful results. A good standard. The investigation determined the event was caused by missing customer maintenance (consistent with missing system wash reagent and insufficient system cleaning). Product labeling states: "1 perform pre-start inspection check the items below: 1. The surfaces of the analyzer are clean." "Replacing system reagents - the analyzer uses the system reagents procell and cleancell. Use the reagent load list to identify system reagents to replace." The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
On (B)(6) 2024, the customer reported new questionable results after decontamination of analyzer 2. On or about (B)(6) 2024: probnp ii results from analyzer 2: sample 7 the initial result was <10 ng/l. The repeat result was 21182 ng/l. On (B)(6) 2024, the customer reported new questionable results from analyzer 1: on (B)(6) 2024: probnp ii results from analyzer 1: sample 8 the initial result was <10 ng/l. The repeat result was 624 or 642 ng/l. For analyzer 1: on the field service engineer's first follow-up service visit, he decontaminated the analyzer. On the fse's second follow-up service visit, he inspected the analyzer and performed various instrument checks, alignments, calibrations, and qcs which confirmed the analyzer was performing according to specifications. The investigation determined the event was consistent with pre-analytic issues or inadequate analyzer maintenance. In the follow-up report submitted on 26-dec-2024, h11 additional narrative should have been: "for analyzer 1, the investigation did not identify a product problem. The specific cause of the event could not be determined." Instead of: "the investigation did not identify a product problem. The specific cause of the event could not be determined." For analyzer 2: on the fse's second follow-up service visit, he performed verification tests which confirmed the analyzer was performing according to specifications.

Event description:
The initial reporter received questionable elecsys probnp g2 ( probnp ii) and elecsys troponin t hs stat assay results from an unspecified number of patient samples tested on two cobas e411 rack analyzers (analyzer 1 and analyzer 2). The reporter was able to provide the following examples of discrepant results: on (B)(6) 2024 : probnp ii results from analyzer 1: sample 1. The low result was <10 ng/l. The high result was 583 ng/l. Sample 2 the low result was 32 ng/l. The high result was 2187 ng/l. The high results were deemed correct. On (B)(6) 2024 : troponin t hs stat results from analyzer 1 or analyzer 2: sample 3 the initial result of the initial patient sample was 21 ug/l. The result of a new patient sample was <5 ug/l. The repeat result of the initial patient sample from the other analyzer was <5 ug/l. This result confirmed the initial result was questionably high. Troponin t hs stat results from analyzer 2: sample 4 the initial result of the initial patient sample from the analyzer was 24 ug/l. The result of a new patient sample was 8 ug/l. The repeat result of the initial patient sample from another analyzer was 8 ug/l. Sample 5 the initial result of the initial patient sample was 17 ug/l. The result of a new patient sample was <5 ug/l. The repeat result of the initial patient sample from another analyzer was <5 ug/l. This result confirmed the initial result was questionably high. On (B)(6) 2024 : probnp ii results from analyzer 2: sample 6 the low result was 11 ng/l. The high result was 318 ng/l.

Manufacturer narrative:
The serial number of analyzer 1 is (B)(6). The serial number of analyzer 2 is (B)(6). The probnp ii reagent lot number is 778442. The expiration date was not provided. The troponin t hs stat reagent lot number is 771982. The expiration date was not provided. The field service engineer inspected analyzer 1 and found the syringe plungers were not straight. He then replaced the seals. He also found the sipper probe was not in the proper position in the wash well with dripping in the lower positions. He then tightened all the tubings. He also aligned the sample probe to the wash well. He performed mechanical checks with acceptable results. The investigation is ongoing.